Event description:
Pt has an lvad that spontaneously became disconnected from his controller in his sleep on (B)(6) 2022. The family and the paramedics were not able to get it back together. Reasons unknown, but confirmed they were doing it properly. Suspect a malfunction with the controller. The paramedics were able to switch him to his back up controller and we got the pump running again, but pt suffered approximately 23 minutes of down time with intermittent CPR. Pt was transferred to our facility and likely has permanent anoxic brain injury with severe deficits. Hypothermia protocol initiated and assessment ongoing. FDA safety report ID# (B)(4).